Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with a level of 36 mg/dl at the time of admission. The customer was at 243 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer experienced symptoms such as falling. The customer was unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also complained about getting stuck in the fill tubing step of the set change. The insulin pump will not be returned for analysis.